Manufacturer narrative:
It was reported that the patient experienced a skin irritation while using the electrode - adapter - flex. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. No contributing factors were identified. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on (B)(6) 2026, that the patient was wearing the electrode - adapter - flex a few months ago while wearing using an unknown electrode. The patient reported that they experienced a bad rash that resulted them in going to their doctor. The patient was prescribed ointment. The patient also described that the irritation as 2 huge rashes with raised bumps with a burning sensation. The patient prepped their skin per the IFU pamphlet and they do not have a known allergy to any adhesives or metals. No additional information provided.